Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation. H3 other text : device not received.

Event description:
It was reported, "the patient was implanted with a groshong PICC 3 months ago, and went to the outpatient clinic of the hospital for maintenance on the afternoon of january 16, and found that the connection of the exposed part of the catheter was broken, and the catheter had slipped into the patient's body." No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a fractured catheter is confirmed; however, the exact cause is unknown. Five photographs of a groshong nxt clearvue catheter were returned for evaluation. An initial visual observation of the photographs show a fracture in the catheter tubing near its proximal end and within the distal end of the connector. Use residue is observed on the sample in the returned photograph. A section of catheter is observed remaining inside the connector, and there appears to be a fractured end of the catheter in the returned photograph, but no details of the fracture can be discerned which could aid in identification of a specific root cause. This complaint will be recorded for future trending and monitoring purposes.

Event description:
It was reported, "the patient was implanted with a groshong PICC 3 months ago, and went to the outpatient clinic of the hospital for maintenance on the afternoon of january 16, and found that the connection of the exposed part of the catheter was broken, and the catheter had slipped into the patient's body." No other information was provided.